Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis and pneumonia on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer removed insulin pump as of (B)(6) 2019 ran out of insulin. Customer was unable to complete carelink upload. Customer removed the insulin pump due to being out of insulin not due to high blood glucose started having high once removed or completed self test or showed nurse settings in the insulin pump and how to treat with bolus wizard declined further assistance or troubleshoot. Customer experienced blood glucose values such as 206 mg/dl, 197 mg/dl usual blood glucose is 150 mg/dl, 225 mg/dl arrival to hospital blood glucose was 303 mg/dl on the (B)(6) 2019 it was 302 mg/dl on the (B)(6) 2019 came in on the (B)(6) 2019 378 mg/dl customer stopped wearing the insulin pump on the (B)(6) 2019 ran out of insulin and went on a sliding scale. The insulin pump will not be returned for analysis.